Manufacturer narrative:
The top case was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a faulty/defective top case. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During evaluation by a resmed authorized third party service center, an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.